Event description:
Two screws were broken at time of initial implantation. Surgeon unable to remove broken fragments. Surgery completed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.